Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device was also observed to be unable to complete the boot up process. The root cause of the reported issue was determined to be the system pcb. The device is no longer repairable and the customer scrapped the device.

Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.